Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The clinical observation was able to be confirmed.

Event description:
Boston scientific received information that this pacemaker was being explanted for normal battery depletion. During the explant procedure, the associated right ventricular (rv) lead became stuck in the pg header. The rv lead was required to be surgically abandoned. The device is not expected to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device has been returned for analysis.